Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was delayed in responding to presses and the customer experienced "difficulty interacting" with the pump. Customer's blood glucose level was 273 mg/dl. At the time of the report with tandem technical support the touch screen was functioning as intended and customer continued to use the pump for insulin therapy.